Event description:
It was reported that a small volume infusor had fluid that leaked from the device. This occurred after the device had been filled. The infusor was filled with fluorouracil. The reported condition occurred during storage. There is no report of patient involvement, therefore no adverse event was associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured april 5, 2013 - april 8, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted if additional relevant information becomes available.